Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a gradual reduction of the sound quality a few months ago. The user has been re-implanted.

Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. In addition an incomplete insertion of the active electrode at the time of implantation is reported. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery.

Event description:
The user reported a gradual reduction of the sound quality a few months ago after an episode of domestic violence. The user has been re-implanted.